Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-11001. Product not returned.

Event description:
It was reported that during the procedure, drill could not move in any degrees, it was stuck with drill guide. As a result, surgeon used another drill and guide to complete the procedure.

Manufacturer narrative:
UDI#: (B)(4). The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned devices were confirmed to be damaged with the drill bit stuck in the drill guide. The device history records were reviewed and no discrepancies were identified. A root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.